Event description:
The handheld and software were returned on (B)(6) 2012 and product analysis has since been completed. No anomalies associated with the returned flashcard were identified and the software performed according to functional specifications. While it is known that a computer software error can cause the screen to freeze on the interrogation successful screen, it is unclear if this had occurred as it was indicated that the most recent issue was a screen freeze on the parameters screen. During analysis on the returned handheld a mechanical anomaly was observed. This will be reported under medwatch # 1644487-2012-02098.

Manufacturer narrative:
Date of event - corrected data: it was reported on the initial report that the event date was (B)(6) 2012, however the physician indicated that he was having issues with the device since it was received. The handheld was shipped to the physician in 2007. Labeled for single use - corrected data: it was incorrectly reported that the software was labeled for single use. Usage of device - corrected data: it was incorrectly reported that this was the initial use of the software.

Event description:
It was reported that the physician's programming system was not working properly, per the site, it had never worked right, however the issues had always resolved. On (B)(6) 2012, the handheld screen was frozen. Follow up was performed and it was indicated that the handheld was frozen on the parameter's screen. A hard reset did resolve the issue; however the site requested a new handheld device. The handheld and software have not yet been returned to the manufacturer for analysis.